Event description:
This is a spontaneous report by a nurse from (B)(6) of bacterial peritonitis with (B)(6) in a patient coincident with peritoneal dialysis (pd) therapy. On an unreported date in 2010, the patient experienced bacterial peritonitis. The cause of the peritonitis was unknown. It was not reported whether the patient was hospitalized for the peritonitis. It was not reported whether the patient received any treatment. On an unreported date in 2010, the patient was withdrawn from pd therapy and transferred to hemodialysis (hd).

Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. A 510(k) number will not be provided in the emdr as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. Baxter has received similar reports for the reported problem. Baxter will continue to monitor similar reports to determine if further action is required.